Event description:
The patient was taken to the or and had a 26 mm sapien xt valve placed. Immediately, post-op it was noted that she had a pericardial effusion. She was taken back to the or for pericardial window. She tolerated that procedure well. Then she began having large output from pericardial drain. The patient was brought back to the or.a median sternotomy incision was made. Patient was systemically heparinized and act was monitored. Cannulation was performed in a routine fashion, and cardiopulmonary bypass was initiated. A aortic cross-clamp was placed and one liter of cold blood cardioplegia was administered initially. Subsequent doses were administered intermittently throughout the period of aortic occlusion. Blood was noted to be coming up between the left atrial appendage and the pulmonary artery. Unfortunately, it appeared to be tracking up from under the pa itself, coming up along the lv wall. A transverse aortotomy was made. After discussion with cardiology and anesthesia, the sapien valve was explanted and the native leaflets excised. The rupture lv was then identified and attempts to repair with 4-0 prolene pledgetted sutures. The aortic leaflets were sharply excised and de-calcification of the annulus was achieved with a rongeur. The annulus was sized to a 21 millimeter edwards tissue valve, which was brought to the field and prepared. Interrupted 2-0 pledgeted ethibond sutures were placed circumferentially about the valve annulus and subsequently through the sewing ring of the valve. The valve was lowered into position. The sutures were secured. The aortotomy was closed in layers with running 4-0 prolene sutures. Prior to completion of closure, de-airing through the aortotomy was achieved. The aortic cross-clamp was removed. The patient placed back on the ventilator and after a adequate period of reperfusion, the heart was allowed to eject with aortic root vent in place for further de-airing. Patient was weaned from cardiopulmonary bypass without difficulty. Decannulation was performed. Protamine was administered and hemostasis was assured. Two temporary right ventricular epicardial pacing wires and a mediastinal chest tube were placed. The pericardium was loosely re-approximated. The sternum was re-approximated with stainless steel sternal wires. The patient tolerated the procedure well and was transferred to the ICU in stable condition. She persisted to have copious amount of blood from her mediasintal chest tubes. The family elected palliative care and she was terminally extubated from the ventilator. Patient expired.